Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home. The caller did not know the cause of death; it is still pending. The caller did not know the customer's blood glucose at the time of death. The caller did not have the insulin pump, therefore, the last recorded blood glucose value could not be checked. The customer was wearing the insulin pump at the time of death. The customer did not use sensors. The caller stated that they did not know the whereabouts of the insulin pump, therefore the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.